Event description:
The customer reported via phone call that they received a button error alarm after disconnecting from the insulin pump to shower. The customer's blood glucose was 102 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was unsure if the insulin pump was exposed to moisture. It was also found the insulin pump had a crack. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside insulin pump noted.